Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) asked the escort to recover the drawer 6 failure, but the drawer clicked and did not open. The back panel was opened, and the drawer was manually accessed and tested in the hardware test application (hta), where it continued to click without opening despite all sensors working correctly. The drawer was removed, and components including the plunger, spring, latch, and rails were inspected and found to be normal. After reinstalling the drawer and adjusting the rails, the issue persisted. Further inspection showed cubie c1 slightly elevated due to bottles in the pocket that were too tall, preventing the lid from closing fully and blocking the drawer operation. The bottles were rearranged, and the lid was secured. The drawer was then tested multiple times in hta and functioned properly. The system was rebooted, and the customer successfully recovered the failure in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was making a clicking sound, failed to open, and required maintenance. The customer rebooted the station but was unable to recover storage space, and the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.